Event description:
It was observed during device evaluation that the gastrointestinal videoscope exhibited white foreign material in the air/water tube and the air/water cylinder, a sticky connecting tube, an e315 scope communication error code and no image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the e315 error code was due to corrosion on the plug unit, leading to no image. A root cause for white foreign material in the air water (aw) cylinder and air water (aw) tube, as well as the sticky connecting tube, could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided once available.